Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of having high blood glucose of 511mg/dl. Customer indicated of calibration issues and troubleshooting advised customer how to properly calibrate. Troubleshooting found that the customer may have had high blood glucose due to not changing their site in a timely manner. The customer was advised to follow up with their doctor regarding the high blood glucose and customer declined further troubleshooting.